Event description:
Event description pt was examined and prepared according to hosp procedures for a mononuclear cells collection apheresis procedure using cs3000 system. Hr 116/min & bp 120/87 mmhg. A quntion double lumen catheter implanted in right jugular vein was used as access for return line. An ohmeda three-way stopcock was used to connect return line via its male luer, to central catheter. Procedure started without issue. After a volume of 600 ml whole blood had been processed, nurse realized that line was disconnected from stopcock. All clamps were then closed, and apheresis was interrupted. Pt presented no subjective or objective symptoms, his bp was 105/80, hr 116/min., and there was an estimated blood loss of 10 to 15 ml. Apheresis was continued, pt was closely monitored during 2.5 hours, and presented no side effect. 2 following days, 2 additional apheresis were performed and enough mononuclear cells were collected to allow transplantation. Event did not cause need for medical intervention nor an extended hosp stay for pt.